Event description:
It was reported that the device was found in bvvi mode after an external magnet was placed on the device for 24 hours. The therapy was disable due to patient was in palliative care. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported device reset condition was not confirmed in the laboratory. As received, the device was not found to be in the reset mode. The device tested normally and all specifications were met. The cause of the reported reset condition was not determined.